Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2017-04-30 UDI #:(B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-04-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de / expiration date: 2017-07-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-07-31 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de / expiration date: 2018-01-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching and loss of power to the controller occurred. The controller was also reported to have exhibited power disconnect alarms. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was not available for evaluation. Four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files covering the reported event date were not available for analysis. Analysis of the data log files revealed a premature power-switching event that was due to momentary disconnection involving (B)(4). Additionally, momentary disconnections without leading to power switching were recorded involving (B)(4). Momentary disconnections will result in an audible tone. This observation was most likely perceived by the patient as the reported power disconnect alarms. Analysis of event files revealed a controller power up event on 2018 -feb-01 at 13:34:14. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 53% rsoc. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. The controller was without power for 8 seconds. As a result, the reported power switching, ¿power disconnect alarms¿ and loss of power events were confirmed. Based on the log file analysis, the most likely root cause of the premature power switching and alarms can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.